Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The iol was exchanged for another lens following the initial implant procedure. The clinical reason for explant mentioned as minor maculopathy. Additional information has been requested.

Event description:
Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. After lens exchange patient symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).